Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this patient with this pacemaker and right ventricular (rv) lead system was seen mid last year with two years left on battery and a magnet rate of 100 ppm and lrl was 60 ppm. Recently, magnet rate was 85 ppm and a rate of 50 ppm. Boston scientific technical services (ts) discussed that device should be checked to see if end of life (eol) has been reached. Ts further discussed that device might not be able to support pacing and changing out was considered. In addition, low, out of range, right ventricular (rv) lead pacing impedance measurement was observed. Subsequently, this patient underwent a revision procedure where this rv lead was surgically abandoned and the pacemaker was explanted. Additional information was received that during the revision, the rv lead was tested via pacing system analyzer (psa) and exhibited the same observation. When tested in both bipolar and unipolar configurations, this rv lead still had low, out of range, pacing impedance measurements. As reported, they did not see any problems with the lead under fluoroscopy or x-ray. A new system was successfully implanted. No additional adverse patient effects were reported.